Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 and premature rupture of membranes. Previously administered products included for an unreported indication: mirena. Concurrent conditions included uterine bleeding and irregular menstruation. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and fatigue ("fatigue"). On an unknown date, the patient experienced arthralgia ("joint pain") and back pain ("back pain"). The patient was treated with vitamin d nos (vitamin d) and surgery (surgical removal of colis,bilateral tubal occlusion reversal; tubes were trimmed and reconstructed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, dyspareunia, alopecia, fatigue, arthralgia and back pain had resolved. The reporter considered alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: bilateral tubal occlusion and a normal endometrial contour. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs received. Product indication, essure implant and explant date were updated. Race added. Following events were added: abnormal bleeding(vaginal), menorrhagia, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, fatigue, joint pain and back pain. Previously reported ¿injury¿ was updated to pain. Event severity added for: joint pain and pain. Event outcome added for all the events which was claimed. Medical history, lab data, treatment and concomitant medications were added. Reporters added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.